Event description:
It was reported that a patient underwent an interventional peripheral procedure on (B)(6) 2014. Access was obtained at the mid femoral head. A pre-procedure femoral angiogram was performed and the vessel size was noted to be >5 mm. Following the procedure, the physician who is a trained user, selected to use a mynxgrip (6f/7f) vascular closure device to close the access site. It was reported that the balloon was inflated, the physician pulled back and the balloon ruptured during pullback. Converted to 30 minutes of manual compression and a sand bag was applied. The patient was hospitalized for reasons unrelated to the mynx device.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported that the patient had a history of pvd, the presence of calcification or pvd at the procedural site could cause a puncture of the balloon, resulting in a loss of pressure. The review of the lhr (lot f1334704) indicated that the device lot met all established performance criteria prior to shipment.